Manufacturer narrative:
Vyaire complaint number (B)(4). The ventilator was received by vyaire and evaluated. The event trace was reviewed and contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation. A vyaire service technician was able to duplicate customer's reported problem of ventilator going into power shutdown. During testing, the vent shut down after external power source was disconnected. It was determined the battery and o2 blender failed which was confirmed during the battery operation test (internal battery) and pressure & oxygen blending performance test (o2 blender) testing. The battery and o2 blender were replaced which resolved the issues. A root cause could not be determined for the failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator went into power shutdown on 2 occasions while in use on a patient. There was patient harm associated with this reported event.